Manufacturer narrative:
Title: the anesthetic challenges of lung biopsy ¿ associated intrathoracic hemorrhage in a child with suprasystemic pulmonary hypertension source seminars in cardiothoracic and vascular anesthesia (172¿ 177) 2017, article number: 21(2). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a previously healthy (B)(6) year old girl, newly diagnosed with suprasystemic pulmonary hypertension required multiple lung biopsies. Acute hemorrhage from the lateral portion of the staple line was identified and controlled with two clip appliers. An additional 400 ml of blood was evacuated from the left chest. Significant bleeding ensued from the staple line of the biopsy site and a vascular staple load was deployed in order to control the hemorrhage. Blood loss was estimated at 200 ml. After an open lung biopsy using the stapler for hemostasis the patient became increasingly hypotensive and the chest tube drainage increased. The decision was made to reopen the chest, and bleeding from the lung biopsy site was appreciated. Both instances required reoperation.